Event description:
It was reported that the console would not detect the fiber optic catheter. The helium graph on the console also did not match the tank. Clinicians were also experiencing diffuculty in slaving the arterial pressure to the monitor. As a result, the console was exchanged. No patient complications were reported.

Manufacturer narrative:
Hospital biomed evaluated the console and could not duplicate the difficulty. They returned the pump to service. Follow-up report will be filed when eval is complete.